Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The puc failure was solved by replacing pressure transducer printed circuit boards (pcb). After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue on 2025-10-09. The pressure transducer pcb was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The returned part was placed in the test ventilator, and the device passed several pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established at this moment.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.